Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer reported that he obtained blood glucose readings of 364 and 363 mg/dl on a contour next one meter. Upon retesting with a different meter, a reading of 110 mg/dl was obtained. The differences between the readings falls in "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
The customer returned two bottles of strips and a meter. The test strips returned were lot #s 7gpeg17b and 7cpeb02a. The returned meter was tested with returned strips lot # 7gpeg17b and in-house test strips from the same lot. Two out of five results from the bottle of returned test strips were out of the expected range, while all readings from in-house test strips were within the expected range. The returned meter was also tested with returned strips lot # 7cpeb02a and in-house test strips from the same lot. All results were within the expected range. The returned test strips from lot # 7gpeg17b were evaluated under a microscope, which showed debris and looked slightly damaged. It is possible that out of range readings were obtained because the returned strips were not stored properly.